Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level since there is no indication of such an effect. Technical support instructed the caller to check their pump connections and attempt to turn the pump on using various methods. While initially unsuccessful, plugging the pump into a power source led to the screen turning on, revealing the reset message. Customer reverted to an alternate method of insulin delivery.